Event description:
The sales representative reported on behalf of the customer that the device, hps-h001, 4.5mm x 19cm hps spherical bur was being used on (B)(6) 2022 during a hip arthroscopy procedure and ¿bur shaft broke. The surgeon did not put the bur under too much pressure. He was using the bur and then it snapped with the 2 parts being separated.¿ there was no injury or impact to the patient. The procedure was completed. Metal debris may have been left in the patient. Further assessment found that there was no delay to the procedure. The device was easy to remove as it was in the portal. However, it cannot be confirmed all metal debris was retrieved. The joint was drained after the operation was finished. This report is being raised on the basis of injury due to possible retained metal debris.

Manufacturer narrative:
The reported event of ¿bur shaft broke; cannot confirm if metal debris was retrieved¿ is confirmed. The device will not be returned for evaluation; however, a photograph was provided. Review of the photograph confirms the inner tube of the device was broken. Further review indicated that if the outer tube is permanently bent then that would be evidence of use of excessive force. The inner tube shows wear on the broken tube which indicates that the assembly was bent during use, which is not uncommon in hip procedures however, heavy loading for extended periods of time may be one possibility for the breakage. Additionally, assessment indicates that it cannot determine if the scoring on the inner tube created any metallic particulate. Under normal operation, debrided bone and floating particulate in the tube is drawn into the waste container through suction applied to the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.